Manufacturer narrative:
Inspected 1 opened / used sensor and found cannula bent and separated from plastic tubing. Unable to confirm customer received sensor in said condition due to customer returned opened / used.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 115 mg/dl and the sensor glucose was 46 mg/dl. Insulin delivery was suspended due to sensor values. The sensor will be returned for analysis.